Manufacturer narrative:
Preliminary log file analysis identified additional batteries involved in the reported power switching event. (B)(4) were identified in the reported power switching event. (B)(4), catalog- 1650de -exp date- 02/28/2017, MFR date-02/28/2016, (B)(4). (B)(4), catalog- 1650de -exp date- 02/28/2017, MFR date-02/28/2016, (B)(4). (B)(4), catalog- 1650de -exp date- 02/28/2017, MFR date-02/28/2016, (B)(4). (B)(4), catalog- 1650de -exp date- 02/28/2017, MFR date-02/28/2016, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Controller /(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis updates. Product event summary: one (1) controller was returned for evaluation. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. CAPA (B)(4) investigated momentary disconnections. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: controller 1.0 (B)(6) d10: yes, return date: 14-apr-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that batteries (B)(4) were disposed of by the site it was reported that the patient was experiencing power switching events. Only (B)(4) were returned for evaluation. (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the two returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events due to communication error involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that battery switching was observed via log file analysis by clinical engineer. The batteries were replaced with no reported consequence or impact to the patient. Log files were sent. No further information was provided.

Manufacturer narrative:
Updated narrative: additional information indicated that the patient had reported power switching while the patient was at home. The issue could not be reproduced by manipulating the connections. The event was not associated with any controller alarms or pump stop events. The site reported that con183157 was associated with this event and that it had previously been smr upgraded. The controller was not exchanged and the site will decide if the controller needs to be exchanged at the next outpatient follow-up visit. The site further reported that the issue resolved with the exchange of the batteries. No further information was available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.